Event description:
An erroneously elevated digoxin result from single pt that was generated by the unicef dxl 800 access instrument. The customer obtained digoxin result of 3.40ng/ml. The result was reported out of the lab. The customer indicated that the pt original sample was retested for digoxin approx 1.5 hr later and the result was 1.39ng/ml. The customer then performed digoxin precision run using the pt's original sample. The digoxin results were in the range of 1.00-1.43ng/ml. No additional event info was provided. The customer indicated that there was no change to pt treatment attributed to or connected with this event.